Manufacturer narrative:
H10: the customer called in to report that an alarm for running on internal battery had occurred. It was noted that the v60 did not charge when connected to an outlet. A replacement of the alternating current (ac) cable was performed in an attempt to resolve the issue but was unsuccessful. The v60 was then sent to a repair center where it was discovered that the output voltage of the power supply was zero. A replacement of the power supply had been performed. The power supply was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1 reporting institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the unit was not charging when connected to an outlet. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient. There was no delay to therapy noted. A field service engineer (fse) went onsite and confirmed the reported issue. The issue was then resolved when the alternating current (ac) cable was replaced. The device passed the required performance verification tests per philips standards and was returned to service.